Event description:
Journey ii bcs europe clinical study: it was reported that a patient suffer from anterior knee pain. The outcome is not resolved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
(B)(6) clinical study: it was reported that a patient suffer from anterior knee pain and lateralization of patella. The outcome is not resolved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
It was reported from a clinical study that a patient suffers from anterior knee pain. The outcome is not resolved. The associated device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. A medical analysis noted that no adequate materials was received to fully evaluate the complaint. Some potential causes of the reported event could include but are not limited to traumatic injury, joint tightness, material in use or patient reaction. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. Following clarification of the event description to anterior knee pain, it is no longer considered reportable. Based on the details supplied, the clinical event did not necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. If medical intervention is taken to alleviate the condition, a supplemental report will be submitted.